Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: b5: event description: the event description has been updated based upon the additional investigation findings.

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky. It was further observed that the housing was deformed/bent, and the device would not run, was difficult to assemble/disassemble and had a leak tightness test failure. It was further observed that the device would not hold/secure the battery. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check the attachment coupling, check the cannulation of hand piece, check for sticky triggers, check roundness of housing, check for wear on housing, check general function of device and check falling out protection (steel ring). It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. Device history review : no manufacturing record evaluation required as no manufacturer or service-related issue found. UDI: (B)(4).

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the trigger of the battery handpiece/modular device was sticky. It was further observed that the housing was deformed/bent, and the device would not run, was difficult to assemble/disassemble and had a leak tightness test failure. It was further determined that the device failed pretest for general condition, leakage test using bubble emission technique, check the attachment coupling, check the cannulation of hand piece, check for sticky triggers, check roundness of housing, check for wear on housing and check general function of device. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2024. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.